Manufacturer narrative:
Date correction.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with ruptured aneurysms considered off-label per instructions for use.

Event description:
On (B)(6) 2011 patient presented with a ruptured aortic aneurysm. Implant of a 28-16-120bl bifurcated device and a 34mm aortic extension was successful. The procedure was completed without complications and the patient was released from the hospital. The patient returned to the emergency room 4 days after being released complaining of back pain. A CT scan revealed a proximal type I endoleak and type iii endoleak between the bifurcated device main body and the aortic extension. On (B)(6) 2011 the patient was prepared for the evar procedure; however the type iii endoleak could not be detected on the angiographic images. The patient was treated with a 34mm aortic extension and an aortic stent which resolved the proximal type 1 endoleak. The physician elected to place a 34mm aortic extension over the junction of the bifurcated device main body and the original aortic extension as a preventative measure.